Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was dislodged and exhibited loss of capture (loc). Additional information received indicates that the dislodgement was confirmed through fluoroscopy. This lead was explanted and will not be returned for analysis. No additional adverse patient effects were reported.